Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown drug via an implantable pump for non-malignant pain. It was reported that hcp stated the family thought the pump was not working due to the car accident. Hcp stated she did confirm the pump was at minimal rate and the next steps was for the pump to be removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.